Event description:
One touch ultra meter was reported to keep giving the apply sample symbol. This issue was not resolved with troubleshooting. The patient's family member had called to troubleshoot the meter. They were using correct testing technique, and were asked to retest with a new vial of test strips. The test still did not start and the issue persisted. They have taken this meter to the pharmacy to see if they could help them with the meter. Still they were unable to resolve this issue. The patient did not have any symptoms of high or low glucose symptoms at the time of concern and did not receive any medical attention or treatment. There is no report of any meter malfunction and no further clinical information was provided. This case is reported as a meter malfunction since the issue was not resoved.